Event description:
It was reported that the customer's reservoir was leaking. The customer's blood glucose level was 157 mg/dl. Standard troubleshooting was performed. The customer discarded the reservoir. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).